Event description:
The issue involves cerner retail pharmacy and occurs when a prescription is changed prior to saving it for a refill request. When this occurs, the system does not prompt the end-user to perform the required pharmacist verification, and the user is not alerted that this verification step has not occurred. This issue could result in incorrect medications being dispensed. Cerner has received communication that a patient received an incorrect medication. Although the cerner solution did not lead to the incorrect medication being dispensed, the expected verification which could have caught this error did not occur. The outcome of the patient was not communicated to cerner.

Manufacturer narrative:
Cerner distributed a priority review flash notification on may 7, 2015 to all potentially impacted client sites. The software notification includes a description of the issue, an alternate workflow, and notification that a software modification was being developed to address the issue for all sites that could be potentially impacted. Cerner distributed a priority review flash notification on august 20, 2015 to all potentially impacted client sites. The software notification includes a description of the issue, an alternative to prevent the issue from occurring, and notification that a software modification is available to address the issue for all sites that could be potentially impacted. Cerner corporation considers the issue to be resolved and no further narrative is required for follow-up.

Event description:
This report documents information related to an issue identified in (B)(6) pharmacy®. The issue involves (B)(6) pharmacy and occurs when a prescription is changed prior to saving it for a refill request. When this occurs, the system does not prompt the end-user to perform the required pharmacist verification, and the user is not alerted that this verification step has not occurred. This issue could result in incorrect medications being dispensed. Cerner has received communication that a patient received an incorrect medication. Although the cerner solution did not lead to the incorrect medication being dispensed, the expected verification which could have caught this error did not occur. The outcome of the patient was not communicated to cerner.

Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(6) 2015 to all potentially impacted client sites. The software notification includes a description of the issue, an alternate workflow, and notification that a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corporation will provide a follow-up report when the software modification is available.